Event description:
Ous MDR - approx. 10 months after implantation it was reported that this lead was removed and replaced due to increasing thresholds. An implant and explant date were not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analyses were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported increasing thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.